Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was at blue screen. A field service engineer (fse) reloaded remote support service (rss) and the component manager and applied windows updates. The unit became stuck during the restart process, so it was shut down and fully restarted a third time. Normal operation was verified afterward. Remote testing and diagnostics were performed to confirm remote access functionality, and all tests completed successfully. Additionally, fse worked on the medstation for drawer failure and recovered the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es screen stuck on the carefusion. However, there were no delays or adverse events or injuries reported based on this event.